Event description:
It was reported the pt's lead was explanted and replaced (with a different model) due to lead migration. The lead was also replaced due to it no longer providing effective therapy. The doctor also electively explanted and replaced the pt's ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.